Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that respiratory failure occurred. A promus element everolimus-eluting coronary stent was successfully implanted. However, it was noted that respiratory failure occurred post implantation.